Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an ileostomy closure procedure, when the device was fired to make the anastomosis, the device cut but the staples did not form. Another device was used to close the bowel. There was no pt consequence.